Event description:
Procedure performed: laparoscopic bilateral salpingectomy. Event description: limited information is available at this time. The shaft of an eb215 burned a patient on her uterus during device use in a case. Pictures of the patient's anatomy showing the blanched uterus are available but cannot be released by the facility at this time due to patient health information. Additional information received via email 21dec2021 from [name], account manager: there was "no effect on patient status." The case was completed "with voyant. No additional technique change." Procedure performed was laparoscopic bilateral salpingectomy. The device had been used for maybe 10-15 activations and the experience was observed toward the end of the surgery. Additional information received via email 21dec2021 from [name], account manager: there was not a complaint by the patient. When I was using the device for a salpingectomy, I was waiting for my assistant to lift the right tube and didn¿t think I was testing the device on the uterus but the uterus had two blanch marks. I guess I didn¿t realize how hot it got. I have used it as a grasper before so I was very surprised. Product is available for return. Intervention: the case was completed "with voyant. No additional technique change." Patient status: there was no effect on patient status.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, and the unit functioned as intended. Based on the evaluation of the returned unit and the description of the event provided by the user, it is likely that the patient injury was caused by the device contacting tissue prior to the jaws cooling down after activation. Applied medical¿s instructions for use (IFU) warns that, "after device activation, keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns." The IFU also warns that, "during device activation, keep the jaws of the device away from non-target tissue." In addition, the IFU warns that, "to prevent unintended thermal injury, care should be taken around structures in close proximity to the jaws and during surgical procedures occurring in confined spaces."

Event description:
Procedure performed: laparoscopic bilateral salpingectomy. Event description: limited information is available at this time. The shaft of an eb215 burned a patient on her uterus during device use in a case. Pictures of the patient's anatomy showing the blanched uterus are available but cannot be released by the facility at this time due to patient health information. Additional information received via email 21dec2021 from [name], account manager: there was "no effect on patient status." The case was completed "with voyant. No additional technique change." Procedure performed was laparoscopic bilateral salpingectomy. The device had been used for maybe 10-15 activations and the experience was observed toward the end of the surgery. Product is available for return. Intervention: the case was completed "with voyant. No additional technique change." Patient status: there was no effect on patient status.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.